Event description:
It was reported that during a laparoscopic appendectomy procedure, the device could not be opened, mini laparotomy. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. Instrument could not be opened and stuck in tissue and had to be cut out. This tissue was intended for resection. One trocar incision had to be extended to retrieve the instrument. Patient is fine. No further information is available. The sales rep talked to the surgeon and received the following additional information: instrument was used on appendix tissue. During the 1st firing higher forces to fire the instrument occurred and a crunch noise was detected. The lot number of the used ets45 is j4cd01, the lot number of the reload is unknown, both products have been discarded by the customer. The sales rep. Will do a retraining of the surgeon and the or-staff.